Event description:
It was reported that a pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. The customer was instructed by technical support to press the center of the button directly on the ¿t¿ and, when that did not work, to plug the pump into a power source with known working charging supplies, which successfully turned the screen on.